Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2316-50, serial: (B)(4), batch: 20119085.

Event description:
It was reported that the patients leads had high impedances. It was noted that splitters were damaged. The patients leads were replaced and patient was doing well postoperatively. The explanted leads will not be returned.